Event description:
It was reported that the attachment device "came apart in two pieces". The event was reported to have occurred in ¿decontamination¿. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The visual assessment confirmed the complaint.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due to normal use and servicing over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.